Event description:
It was reported that the patient had persistent low flow alarms on (B)(6) 2021, along with chest pain caused by ventricular fibrilation (vf). The patient was defibrillated once and their implanted cardioverter-defibrillator (ICD) was off due to end of life (eol) care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that the patient had persistent low flow alarms, along with chest pain caused by ventricular fibrillation (vf). The patient was shocked once, and their implanted cardioverter-defibrillator (ICD) was off due to end of life (eol) care. A review of the patient¿s controller event log file showed that the file contained data from (B)(6) 2021 at 08:52:14 through (B)(6) 2021 at 10:44:23, per the timestamps. Throughout the log files there were (B)(4) low flow fault flags that were triggered when the estimated flow dropped below the low flow threshold of 2.5 lpm, to as low as 1.7 lpm. Of these faults, 33 lasted over 10 seconds and low flow alarms were triggered. Low flow alarms were triggered intermittently throughout the log file, however, on (B)(6) 2021 at 10:13:02 a low flow alarm was triggered and persisted through the end of the log file. At this time, the log file captures a decrease in power, flow and pi that lasted through the end of the log file. The pump appeared to function as intended at the set speeds. Additional information revealed that the patient¿s vf was sustained for several hours. The vf did not exist prior to the vad implantation. The patient¿s ICD was implanted prior to the vad. The low flow alarms resolved after the patient was defibrillated and the vf was terminated. The patient¿s ICD generator was changed. It was reported that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), would not be returned for evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the ventricular fibrilation (vf) was sustained, occurring for several hours. The arrhythmia did not exist prior to ventricular assist device (vad) therapy but the patient's implanted cardioverter-defibrillator (ICD) had been been implanted prior to vad therapy. The patient's low flows resolved after the patient was defibrillated and their vf was terminated. The patient's ICD generator was changed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.